Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer contacted philips to request "repair of defibrillator pads." There was no patient involvement.